Event description:
It was reported that this patient underwent a procedure which caused noise on this right ventricular (rv) lead that was oversensed resulting in inappropriate anti-tachycardia pacing (atp) episodes. The rv lead was subsequently surgically abandoned and replaced. There were no additional adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.